Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was explanted due to oversensing leading to inappropriate therapies.

Manufacturer narrative:
Combination product: yes. The ICD and the lead were not returned for analysis. The analysis is therefore based on the returned data, as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing processes for the ICD and the lead were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. The returned data were inspected. The data corresponded to the follow-up from (B)(6) 2025. Analysis of the available iegms confirmed the presence of noise in the rv channel, which led to a large amount of charging cycles which partially resulted in shock deliveries. A number of 52 charging cycles was performed by the ICD within 80 minutes on (B)(6) 2025. The battery status eos was activated afterwards on the same day, presumably triggered by this large number of consecutive charging cycles. Based on the available data the root cause of the noise signals is not determinable and can only be clarified by analysis of the lead. An ICD malfunction or premature battery depletion is not suspected. Should the lead become available, this report will be updated.